Event description:
Patient was revised 1999. Cause of revision-pain and limited motion, according to surgeon due to poly wear. Surgery report states that they found intraoperatively that the poly liner was fractured.